Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains; unable to determine. Source: phone.

Event description:
Reported 1 false negative sofia sars result for 1 symptomatic patient. The customer communicated that the result was confirmed positive through pcr testing.